Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer was able to insert original needle into original cartridge and successfully completed the load process. Additionally, it was reported that insulin gauge was inaccurate. Customer reportedly reloaded the same cartridge to resolve the issue. Customer's blood glucose level ranged from 119-200 mg/dl.